Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was received and evaluated. A part of a loose 1ml ll syringe was shown in the photo. The syringe appeared to have been filled with 0.07ml of clear liquid. A fibrous looking loose brown foreign matter was observed on the stopper in the fluid path. Based on the customer¿s fourier transform infrared spectroscopy results shared with our plant, the foreign matter was reportedly identified as a mixture of fibers, including cotton, rayon, nylon, among others. This type of material is not used in the production of 1ml ll syringe-only product. Furthermore, the material of the smocks worn by associates in the production area is not composed of these types of fibers. Potential root cause for the foreign matter defect could not be determined. The defect could not be confirmed to have originated at the syringe manufacturing plant, therefore corrective actions are not necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that brown foreign matter was seen floating in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "there is a piece of brown foreign matter in the syringe."